Event description:
The event occurred in canada. Potential for harm was reported. It was reported that during ecls cannulation at (B)(6) hospital, a guidewire was used to advance ECMO cannulas into position in the right internal jugular vein. When it came time to remove the guidewire, it could not be withdrawn. The guidewire was subsequently removed surgically. Temporary patient harm and the potential for serious harm were reported. The procedure resulted in unexpected or prolonged care. The reported device was a kit avalon vascular access 210cm (catalog no. 12210). The device was implanted during the procedure and was not retained for investigation. The lot number was unknown. A report history/trend analysis and, if applicable, a production lot review were requested. No device was available for investigation; however, it was noted that sister samples may be available. Since the event had occurred after insert, and a potential for harm was reported, the complaint is reportable. Complaint#: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.